Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2 see 1920664-2016-00398.

Event description:
The doctor indicated they had clogged tubing during cases. Additional information: there was no patient impact. They just had to change the cassette and tubing set.

Manufacturer narrative:
Evaluation completed. One opened bl5112 pack from lot v7305 was returned. Visual inspection found the assembly dirty with fluid in the lines and collection cassettes. There was also visible debris in the in-line filter socks on the aspiration tubing of each assembly. A functional test was performed using a stellaris pc system. The assembly was partially clogged. The assembly had very slow aspiration. Report 1 of 2, see 1920664-2016-00398.